Manufacturer narrative:
E1 initial report phone: (B)(6); reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during introduction for atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use, it leaked air. The procedure was completed with another of same device. The patient condition following procedure was stable. No patient complications were reported.